Event description:
It was reported that the customer was hospitalized with high bgs. Troubleshooting conducted during phone call indicated the device was functioning properly. Explained the two high bg rule to the customer and instruct to monitor bgs closely. Advised to call back for further testing when tubing clamp received.